Manufacturer narrative:
Date of initial report: 2017-05-23. The incident sample was requested but to date has not been received for evaluation. The customer has indicated the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that post-operative bleeding occurred within three hours after a laparoscopic band removal/sleeve gastrectomy/hiatal hernia repair where this device was used. There were no issues noted with the performance of the device during use. The bleeding occurred from two short gastric vessels on the greater omentum, and resulted in over 500cc¿s of blood loss. A blood transfusion of 4 units was given and a secondary procedure performed to seal the two short gastric vessels with another device of the same type. The patient is currently in good condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.